Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the episodes revealed possible myopotential oversensing. Programming changes will be made at the next visit.